Event description:
It was reported that the implantable cardioverter defibrillator exhibited diagnostics anomaly.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information notes that the merlin.net transmission reported diagnostics invalid. Patient was brought into clinic. The software update was performed on the device resolving the issue. No patient consequences.